Event description:
It was reported that the patient saw a power on reset (por) with a call your health care professional (hcp) screen. The patient was getting por that needed to be cleared at hcp office. The patient was unable to adjust stimulation. Additional information received reported that the patient was reset. It was noted the patient¿s coverage was higher than previously. The patient would be getting an x-ray. The patient had coverage in their leg but was also getting tingling in the arm and chest. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008,product type: recharger. Product ID: 3550-39, lot# n293822, implanted: (B)(6) 2011, product type: accessory. Product ID: 3587a, lot# lb0342, , implanted: (B)(6) 2003, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 355531, lot# n294615, implanted: (B)(6) 2011, product type: screening device. Product ID: 3550-p4, lot# n294925, implanted: (B)(6) 2011,product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s lead had ¿hassled¿ up to t4-t5. It was going to be revised once approved.